Event description:
During final tightening, xia blocker cracked open. Another identical device was immediately available and the procedure was completed. There was no medical intervention and the initiator is unaware of any procedural delays since there was no stryker rep present during the event.

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results: visual inspection: the blocker was confirmed to be broken with a crack which crosses over the entire height of the implant and reaching the bottom surface. Manufacturing record review: a DHR review was conducted for all lots and all sub-products with no non-conformities or deviations found for all raw materials or finished lots. Complaint history analysis: 5 previous records relating to blocker breaking, 2 during removal and 3 during insertion. Risk assessment: no adverse consequences and replacements are available. Conclusion: it was concluded that a cantilever load was applied to the blocker leading to its splaying and cracking which is also the root cause associated with past complaints for similar issue. It is recommended in the surgical technique to always use anti-torque key to prevent the cantilever load during final tightening.